Manufacturer narrative:
(B)(4). Field service specialist (fss) visited the account after the event. Check laser and no issues were found. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that when creating flap in patient¿s right eye a vertical gas breakthrough occurred and treatment was aborted. Account to return patient interface. Patient reported foreign body sensation (fbs) and dry eye after procedure. No loss of best corrected visual acuity (bcva) reported. Fbs resolved in 24hrs. Bcva from (B)(6) 2018: right eye pre-op 20/20 -2.25 x -.75 x 93, left eye pre-op 20/20 -2.00 x -.50 x 84. This report is for the intralase laser. A separate report is being submitted for the patient interface.